Manufacturer narrative:
Additional information: d9 - date returned to mfg: 1 may 2025. Investigation summary: the reported complaint of unable to flush was not confirmed. An image of the drawing was provided by the customer showing the area of the assumed breakage. No visual anomalies were observed on the returned set. When the returned set was primed and pressure leak tested, no leaks were observed. The product had performed per the specifications. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The complaint/event involved a transpac® IV kit w/03 ml squeeze flush device, pt tubings, 3 3-way stopcocks and 36" admin set. The lines reportedly could not be flushed through during use on a patient. There was no adverse event or patient harm.